Event description:
Dexcom g6 changed adhesive in 2020 which causes serious skin burns. It's a life changing device but many can't use it because it's not possible to keep it on (skin itches and hurts). Specially people with sensitive skin like small children. FDA safety report ID # (B)(4).